Event description:
It was reported that the patient experienced ineffective therapy and discomfort at the ipg site. To address the issues, the ipg and one lead were replaced via surgical intervention on (B)(6) 2025. Therapy was restored post op. It is unknown which lead caused/contributed to this event.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The allegation is against 1 of 2 leads; however, it is unknown which lead; therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead kit, 60 cm length, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000037837.